Event description:
The patient reported that she noticed that the pump was on the audio bolus screen and was set to deliver a bolus dose. She tried to press a button to cancel the bolus but the pump did not respond when she pushed buttons. She removed the battery and rebooted the pump but the display was stuck on the verify screen as her button presses did not activate desired pump responses. She says her blood glucose levels are still within normal range and there is no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn at the ok keypad button and the audio bolus button cover was detached from the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump powers on to the verify screen and investigators were able to navigate appropriately through the main menu with the keypad buttons. The down arrow keypad button was found to be intermittently unresponsive and required extra force to activate. The pump was exercised for 48 hours with no unprogrammed boluses occurring. The audio bolus button could not be used due to the missing button cover. There was evidence of contamination under the bolus button and down arrow button contacts.